Event description:
A customer reported encountering an incident where a patient's data was mixed with another exam. According to the customer, when reviewing the images it was found that a patient's reports were merged into the previous patient's case. The data mix-up was identified by the user and did not lead to any altered patient outcome. There was no patient or user harm associated with this event. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
An investigation was performed to determine the cause of the reported problem. Given the available evidence, the reported problem was not able to be reproduced. The service engineer provided information to the customer regarding selecting the patient from the worklist. The system was returned to service and no further similar events have occurred.